Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic pulse delivered during testing) has been confirmed. Upon further investigation, it was determined that monitor sn (B)(4) did not exhibit the same failure mode as addressed in PMA supplement p010030/s064. The monitor delivered a low-energy pulse during incoming pulse testing. The cause for the low-energy pulse was contamination in the monitor including calcification deposits and mold fibers. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the low-energy pulse.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a monophasic pulse during testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic pulse delivered during testing) has been confirmed. Upon investigation the monitor delivered a monophasic pulse during incoming pulse testing. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. A corrective action has been initiated and real-time review PMA supplement for a design change to address this issue was approved on 11/06/2015. No adverse event resulted from the monophasic pulse.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a monophasic pulse during testing.